Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, a loss of capture on the right ventricular (rv) lead was noted. Diagnostic imaging confirmed the rv lead had become dislodged. The atrial lead had also become dislodged. Both leads were repositioned, and the patient was stable with no adverse consequences. Related manufacturer report number: 2938836-2017-34553.